Event description:
It was reported that a user of the ilet experienced hyperglycemia, with sensor readings noted as ¿high¿ and a reported peak blood glucose of approximately 400 mg/dl for about one hour, without alerts persisting above 300 mg/dl for over 90 minutes. Investigation included guided troubleshooting and education, including a full infusion set and supply change for a contact detach set. Further investigation of this case revealed that the infusion set change resolved the elevated glucose readings, with values returning to range afterward. No user reported symptoms during the event. Outcomes included no medical intervention. It was concluded that hyperglycemia occurred with cause unclear, and that the event resolved following supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.